Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that false episodes of atrial flutter due to oversensing were observed. Patient was asymptomatic. Patient was called in clinic and device was reprogrammed.